Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The customer consumed carbohydrates to address bg. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.